Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump history was displaying inaccurate data. Reportedly, the pump history indicated that the requested bolus had been suspended and no insulin had been delivered; however, the customer reported after consuming carbohydrates, blood glucose (bg) decreased from 257 (mg/dl) to 233 (mg/dl). Reportedly, the customer had manual injections available as alternate insulin therapy.